Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that the patient required emergency room treatment after having pump failure while on vacation in mexico.the reporter is unwilling to troubleshoot the pump. This complaint is being reported as the alleged pump failure may have led to the emergency room treatment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: testing was unable to duplicate the complaint. The last basal delivery was on (B)(6) 2017 at 19:38. The black box shows a manual time change on (B)(6) 2017 from 07:25 to 08:25. Review of the black box and alarm history shows only typical usage alarms; no evidence of a ¿pump failure¿ was observed. Keypad is intact and fully responding. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately.. Manually performed a 10 u normal bolus and a 10 u audio bolus successfully and both were accurately recorded in the pump history.. No alarms or delivery interruptions occurred during the testing.. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked on the side from threads to cover. Base crack observed between case seal and keypad.